Manufacturer narrative:
Updated fields: b4, d9(device available for eva), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: tel (B)(4). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of internal helium tank show 0 all time. New part assy,helium reservior s/n(B)(6) in warehouse cannot use. Patient involvement is unknown. No further information is available.

Event description:
N/a.

Event description:
It was reported that while in the warehouse, the cardiosave intra-aortic balloon pump (iabp) units assy,helium reservior shows internal helium tank 0 at all times. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.